Event description:
A customer reported that during surgery, the system displayed a message indicating a foot pedal error. The surgery was completed and there was no pt harm.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported problem, replaced the footswitch, and footswitch cable. The system was then tested and met product specifications. The replaced footswitch was returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).